Event description:
Procedure type: oophorocystectomy. According to the reporter: prior to use on the patient, the nurse inserted obturator into the trocar and removed it, then confirmed a broken piece attached to the tip of the obturator. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 05/14/2009.